Event description:
Wire in the kit would not enter the needle without the use of the blue introducer. The nurse had removed it in the preparation of instruments. It was noted to have a small curve at its end. When an attempt was made to remove the wire from the pt, marked resistance was encountered even after removal of the needle. The wire eventually came out with a taper of synthetic material at its end. A radiograph subsequently showed a 2mm of metallic/radio-opaque/material in the pt at the site of entry.

Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed no other similar product complaint(s) from this lot number.